Manufacturer narrative:
Findings: unit received with broken off end cap. Unable to perform prime/a33 test and verify compromised force sensor system error alarm due to broken off end cap.(B)(4).

Event description:
It was reported that the customer had high blood glucose levels. No exact blood glucose levels were provided. The customer reported a compromised force sensor system error from the insulin pump. The customer also reported that insulin was squirting out during manual priming from the insulin pump. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.